Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia while using the ilet, with a documented blood glucose of 58 mg/dl trending downward and approximately two hours below range. The user suspended insulin delivery via the device and self-treated with oral glucose per guidance. The user later expressed interest in adjusting the in-range goal with their healthcare professional. Symptoms: low blood glucose without reported loss of consciousness or other acute complications. Outcomes: temporary interruption of insulin delivery and self-management with oral carbohydrates; no professional medical intervention or hospitalization required. Investigation: reviewed device-reported glucose trends: provided user coaching on hypoglycemia response and device operation scheduled additional training. Findings indicated persistent nighttime lows with no identified precipitating factor and appropriate user response steps taken. It was concluded that the event involved hypoglycemia of unclear cause and that device malfunction was not confirmed. The device has not been returned; if returned, it will be evaluated and a supplemental report filed.